Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that degradation led to loss of bond of the adhesive to the bending section. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited peeling at curved rubber bonding section. There was no patient involvement.